Event description:
It was reported that one day post repositioning, the right atrial lead had high impedance and a polarity switch had occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that one day post repositioning, the right atrial lead had high impedance and a polarity switch had occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator 2013-(B)(6); 37702 pain stimulator implantable pulse generator 2008-(B)(6); 39565 pain stimulator lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that electrical resistance and cross continuity and helix length test results were within specifications. No anomalies found.